Event description:
2.5 year post-op x-ray appears with broken screw and broken post. Doctor stated patient has been doing a lot of weight-bearing exercises which may have attributed to the failure.

Manufacturer narrative:
The baseplate implant and assembled screw broke about 2 years post-operatively. The surgeon stated the patient was performing "high impact" activities such as pilates. The patient will require a revision surgery to remove the broken implant, but the surgeon reports the patient is currently safe and still has almost full range of motion. Restor3d analysis shows the part was designed and reviewed as intended. Independently from this failure, restor3d previously increased the post core diameter in (B)(6) 2023 from 3.86mm to 4.7mm.